Event description:
It was reported that during a revision gastric bypass, the device would not open. This was the fifth reload used on the device. There was no reported pt consequence. There is no additional info available at this time.